Event description:
Related manufacturing reference number: 2017865-2023-48021 it was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) and right atrial (ra) leads became dislodged, which resulted in pacing inhibition. The dislodgement was confirmed via a chest x-ray. The patient was asymptomatic. Both the rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.